Event description:
An impella cp device was inserted via a right axillary/subclavian surgical approach in a 56-year-old female patient for the indication of preoperative support in the setting of cardiogenic shock. The patient¿s comorbidities included a ventricular septal defect, and the ventricular myocardium was reported to be diseased and structurally compromised prior to impella placement. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage d shock. The patient was supported with extracorporeal membrane oxygenation, which was the primary hemodynamic support modality. It was reported that the impella device was visually assessed intraoperatively on the day of the patient¿s heart transplant. During the surgical procedure, when the chest was opened, the reported finding/event was observed. It was reported that the impella device was visualized extending through the myocardium, consistent with left ventricular perforation. The reported cardiac perforation occurred in the setting of pre-existing diseased and structurally compromised ventricular myocardium, including ventricular septal defect, which may increase susceptibility to myocardial injury. The presence of severe cardiogenic shock requiring extracorporeal membrane oxygenation support further reflects a critically ill state with altered cardiac structure and loading conditions. Procedural factors related to device placement may also contribute. The patient survived to device explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.